Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (4 mg/ml at an unknown dose), bupivacaine (5 mg/ml at an unknown dose), and baclofen (1000 mcg/ml at an unknown dose) via an implanted pump. The patient¿s medical history included having had pumps in the past that had been hard to refill because the patient gained weight increasing the depth of the pump. The indication for pump use was spinal pain. On (B)(6) 2018 the hcp reported that today when attempting to refill the patient¿s pump after his most recent implant, she believed that the pump was leaking because there was serous fluid leaking around the insertion site of the needle. They were using fluoroscopy to refill the pump. When they aspirated the reservoir for the first time, they expected to take out 2.1 ml and took out 4 ml. The fluid was clear with some bloody residue. The nurse attempted to fill the pump with 10 cc of saline and had success. The nurse was able to aspirate the saline. Then the nurse attempted to refill the pump with drug and met resistance and noted serous fluid leaking around the insertion of the needle once again after which the nurse called in to technical services for assistance. Per the hcp, the pump was not flipped, and she could successfully see the bellows when they were filling and aspirating the saline into the reservoir. As the nurse was viewing the imaging, she believed a needle was left in the patient. It was reviewed that the pin connector of the catheter had a similar appearance as a needle. The hcp was not comfortable with proceeding with the refill. No patient symptoms were mentioned. No further complications have been reported as a result of this event.